Manufacturer narrative:
The insulin pump passed rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current measurement, active current measurement and self test. Unable to perform displacement test and occlusion test due to missing retainer. No unexpected failed battery test messages or failed battery alarms noted during testing. Unexpected replace battery alert and replace battery now alarm while monitoring and the power management graph indicated connector resistance issue. Connector for j6 on pcba 1 was properly connected during visual inspection. The j6 connector was disconnected and reconnected then monitored for 2 days with the pump functioning properly during testing as shown in the power management graph. The pump was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, damaged keypad overlay texture, cracked select button on keypad overlay, cracked case on battery tube area, cracked battery tube threads and severely faded serial number. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of replace battery now alarm. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the pump alarmed failed battery every 6 or 8 hours. The customer did not receive low battery alert prior to the replace battery now alarm. The product was returned for analysis.